Event description:
It was reported that the patient presented for an implant procedure. It was noted that the right ventricular lead failed to capture and failed to sense. The lead was not used and replaced during procedure. The patient was discharged.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported events of failure to capture and failure to sense were confirmed. As received, a complete lead was returned in one piece. Visual examination found suture sleeve tie impression at the middle region with the outer coil found to be compressed and outer insulation damaged in this location. Electrical testing performed using hi potentiometer noted arcing of current at the suture tie location. X-ray examination showed compressed outer coil at the middle region, but did not find any indication of conductor fractures. The cause of the reported events was isolated to the shorting of conductors due to the damages caused by overtightened suture tie.